Event description:
A hospital in (B)(6) reported that there was "pressure loss" when using the rt202 adult breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device will not been returned to fisher & paykel healthcare for evaluation as the hospital has stated that they have been discarded. Attempts to retrieve the complaint device, photographs and obtain further information with regard to set up have been unsuccessful. Our analysis is accordingly based on the description of events and our knowledge of the product. A lot check could not be performed as no lot number was provided. Without a complaint device and any further information we are unable to determine what caused the problem observed by the customer.